Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly stopped providing therapy and the patient was hospitalized. The reporter of the event alleges the ventilator shut down while in use and her daughter had to be taken to a hospital. A back-up ventilator does not appear to have been available. Several unsuccessful attempts have been made by the manufacturer to learn the type and extent of the alleged patient harm. The reporter of the event claims the device was calibrated/serviced in (B)(4) 2015 prior to the reported event. A review of the ventilator's service history confirms the device was last serviced by the manufacturer on (B)(4) 2012. Labeling for the device indicated preventive maintenance is required every 24 months or 10,000 hours, whichever comes first. Labeling also states the following: "operating the device with a dirty filter may prevent the system from working properly and may damage the device". The initial report, filed with the FDA on (B)(4) 2015, indicated this event occurred on (B)(6) 2015. The ventilator was returned to the manufacturer for evaluation on 05/14/2015. A review of the device's error log indicates a ventilator inoperative condition occurred on (B)(6) 2015. The manufacturer believes this is the correct date of the reported event. During the evaluation, the device was found to have a locked blower motor due to dirt and dust. The blower motor was replaced to address the issue. The manufacturer concludes the device was not properly maintained. The manufacturer believes they will be unable to gather additional information regarding the alleged patient harm. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator stopped providing therapy and the patient was hospitalized. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.